Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site due to weight loss. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.